Event description:
It was reported that the patient's blood glucose rose to 17 mmol/l (306 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported that despite programming numerous bolus correction doses, their blood glucose levels remained high. When the pod was removed, the cannula was found to be bent. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: lockdown. Omnipod 5 software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.